Event description:
It was reported the shaft of the device was noticed to be fractured. The opticross imaging catheter was unpacked and prepared. No visible damage was found when unpacking. Saline leaked from the device was observed when removing the air and shaft fractured was noticed when the device was inspected. The procedure was completed with another with same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was further reported that the most probable root cause was changed from manufacturing to unable to be determined. (B)(4).

Event description:
It was reported the shaft of the device was noticed to be fractured. The opticross¿ imaging catheter was unpacked and prepared. No visible damage was found when unpacking. Saline leaked from the device was observed when removing the air and shaft fractured was noticed when the device was inspected. The procedure was completed with another with same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed the large telescope tubing assembly detached at the anchor seal housing bond exposing the imaging core assembly, and water was leaking from the detached telescope assembly during the flushing process. Characterization testing cannot be performed based on the returned condition of the catheter and the device failed to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported the shaft of the device was noticed to be fractured. The opticross&#10249;imaging catheter was unpacked and prepared. No visible damage was found when unpacking. Saline leaked from the device was observed when removing the air and shaft fractured was noticed when the device was inspected. The procedure was completed with another with same device. No patient complications were reported and the patient's condition is good.